Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken in the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). ¿ wrinkling: no observed wrinkling on the device. Additional observations: ¿ red particles observed in the surface of the shell. ¿ red particles observed in the gel. No further actions are required as the device was implanted.

Event description:
An ultrasound showed ¿lobulation was observed in the contours¿.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Additional h6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to (B)(4): covid-19 quality plan - complaint handling.